Event description:
Trinity and metafix revision - infection.

Manufacturer narrative:
Combined report, additional information including x-rays, op notes, patient information and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. It was found that all finished parts associated with these records were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported infection could not be determined, however, infection is a known complication with any invasive surgery. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.